Event description:
It was reported that the patient presented after experiencing syncope symptoms. At the interrogation, the lead was found to exhibit high impedance of greater than 3000 ohms due to a possible fracture. The lead was explanted and replaced successfully. No anomaly on the lead insulation was visually detected upon explantation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo.